Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer blood glucose level was 520 mg/dl and 500 mg/dl at the time of incident and the current blood glucose of the patient was 420 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with manual bolus. The customer stated that the drive support cap was flush. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they allege pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08730 inches. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The drive support disk was inspected and no damage or anomaly noted. The insulin pump was also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the reservoir tube window corner, minor scratched lcd window, and scratched reservoir tube window.